Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: how was the bleeding treated? Was there any transfusion required? It was reported that the "the patient's treatment process was prolonged" please confirm if the procedure was prolonged or the post-operative treatment. Were there any unexpected outcomes, complications, or changes in the patient¿s postoperative care due to the prolonged procedure and pain? Were there any patient consequences? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The patient was admitted to the hospital due to "bleeding from the forehead for 30 minutes during a fall injury". The patient was bleeding profusely, and emergency suturing was given to stop the bleeding. During the process of vascular ligation, the suture broke and the patient's bleeding was not completely stopped. Medical dressings were immediately applied to stop the bleeding, and another suture was taken for ligation again. The patient's treatment process was prolonged and the pain was exacerbated. Additional information was requested